Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change-out, an insulation breach was noted on the rv lead. The lead had chronically low r-waves. The lead was repaired with medical adhesive. The patient was stable and will continue to be monitored.